Event description:
A customer contacted beckman coulter inc. (Bec) and reported that when doing biweekly maintenance they observed some fluid on the cover under the cartridge chemistries (cc) sample probe, and also the wash vacuum probe next to the vacuum probe on the wash station is leaking. The issue is associated with the unicel dxc 800 pro synchron clinical system. No erroneous patient data was generated. No injury was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 and replaced wash/vacuum probe and valve. Hardware is the root cause for this event. (B)(4).